Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a potential bend or fracture in the right ventricular (rv) lead was observed from an x-ray. The rv lead was exp lanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #b)(4) (B)(6) 2024 11:59:28 gmt-0600 central standard time analysis summary for pe#: (B)(4) analysis transaction ID#: (B)(4) model#: 383069 serial/lot#: (B)(6) the complaint was related to a testable/quantifiable product specification, so the lead could be tested explicitly related to the co mplaint. The full, intact lead was returned and analyzed. Analysis consisted of unaided and aided visual inspection, and observation for set screw marks and their location on the connector pin. Electrical functionality was assessed by performing continuity and resistance testing of the distal (pacing), and proximal (sense) conductors. Analysis showed the lead performed within specifications. The lead did not contribute to the reported complaint. The specific analysis findings are listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- (B)(6) 2024-11-27 11:59:24 cst pli# 20 product ID# 383069 the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted there was only found explant damaged, and tissue in the helix. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.